Manufacturer narrative:
Other text: h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection the device was observed to have its top case chipped, the plunger case damaged, and the bottom case had seal damage. A review of the pump event log determined a "syringe plunger not in place" error had been previously recorded. The reported issue was confirmed during functional testing when the pump displayed this same "syringe plunger not in place" error. The issue was traced to the circuit board q1 chip, which was determined to be loose onto the board. However no root cause could be established for this condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The pump's top and bottom cases, the plastic components of the plunger head, and the circuit board were all replaced, and the device passed all testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a syringe position sensor failure. No patient injury reported.